Manufacturer narrative:
Additional information was received that lead model number sc-2218-70 with serial number (B)(4) was updated to serial number (B)(4).

Event description:
A report was received that the patient was experiencing loss of stimulation and had to charge daily. It was noted that the contacts had high impedances. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation and had to charge daily. It was noted that the contacts had high impedances. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.